Event description:
It was reported that at the implant procedure the lead helix mechanism failed. The physician tried to extend/retract the helix and noticed a high number of turns were required; approximately 20-30 turns needed before it finally moved in either direction. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).